Event description:
The complainant reported a patient was implanted with impella devices (indication unknown) for mechanical circulatory support (mcs). The patient underwent a mitral clip procedure and subsequently required mechanical circulatory support. An impella cp device was placed post-procedure. Due to worsening right heart failure, an impella rp device was attempted 24 hours later. The initial rp insertion via the left femoral vein was unsuccessful due to tortuous venous anatomy; the device was removed. A second rp device was successfully placed in the left femoral vein. At the conclusion of the procedure, the physician noted a split at the tip of the peel-away sheath; no groin-related adverse event occurred. The following day, the impella rp device generated a ¿placement signal not reliable¿ alarm thought to be related to insertion technique. There was no impact on the pump function. However, the next day, the impella rp device was explanted (for reason unknown), and the patient remained on impella cp mcs for approximately 1.5 weeks. The patient¿s condition deteriorated resulting in systemic inflammatory response syndrome (sirs) and subsequent demise.

Manufacturer narrative:
Product-specific information expiration date and date of manufacture are unknown at the time of this MDR writing. Should this information be subsequently received, a supplemental report will be submitted accordingly. Medical safety review. Medical safety reviewed the event and noted the following: a patient underwent a mitral clip procedure and subsequently required mechanical circulatory support. An impella cp device was placed post-procedure. Due to worsening right heart failure, an impella rp device was attempted 24 hours later. The initial rp insertion via the left femoral vein was unsuccessful due to tortuous venous anatomy; the device was removed. A second rp device was successfully placed in the left femoral vein. At the conclusion of the procedure, the physician noted a split at the tip of the peel-away sheath; no groin-related adverse event occurred. On the following day, the rp device generated a ¿placement signal not reliable¿ alarm, suspected to be related to insertion technique. Pump function was not affected. The rp device was explanted the next day, and the patient remained on impella cp support for approximately 1.5 weeks. Despite ongoing support, the patient¿s clinical condition deteriorated, resulting in systemic inflammatory response syndrome (sirs) and eventual death. The initial unsuccessful rp insertion and the split at the introducer tip are considered device malfunctions. The ¿placement signal not reliable¿ alarm on the second rp device is also considered a device malfunction, despite no impact on pump function. The patient¿s death is conservatively attributed to the impella cp device, as it was in place at the time of death; however, the patient¿s worsening clinical condition likely contributed significantly to the outcome. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed all introducer from the batch passed all inspection checks. Data log review was not required for this case run. Regarding, the product damage (introducer tip split/torn), the cause was not determined without returned product investigation and sufficient clinical details. Related medical device reports: this impella introducer device report is one of four devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp pump 2, impella rp pump 3 and impella cp pump 1, which is associated with the demise outcome.